Event description:
Customer reports: the nasoenteric tube was installed at the end of the afternoon shift, but after an x-ray was taken, the tube showed total resistance. The probe was removed for a new procedure and it presented a "bend". This fact has happened other times, a new probe, was passed on the patient and there was no resistance.

Manufacturer narrative:
Device evaluation comment - the customer stated that the device will not be returned for evaluation because it was contaminated and discarded. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) revealed no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples received for evaluation therefore the reported condition could not be confirmed, nor could a root cause be determined. A corrective/preventative action plan is not required since the reported condition has not been identified as manufacturing related. The current process is running according to product specifications meeting quality acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention.